Event description:
(B)(4). It was reported that post treatment procedure the patient experienced revascularization. The 90% stenosed, 8mm in length, de novo lesion was located in the right superficial femoral artery with a vessel diameter of 5.5mm. The lesion was pre-dilated and treated with this jetstream catheter. In (B)(6) 2014, post index procedure the patient underwent an unplanned total vessel revascularization (tvr) of the treated lesion.

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2103, it was further reported that the patient presented with complaints of worsening symptoms of intermittent claudication. The subject reported that his leg pain on ambulation had been lifestyle limiting as he was only able to walk for about 50-100 feet before having to stop due to pain. Peripheral angiography showed bilateral sfa disease and significant below-the-knee arterial occlusive disease. Examination showed right abi was 0.51 and left abi was 0.94. Post-jetstream treatment stenosis was 25%. Adjunct balloon angioplasty was then performed. Final angiogram showed excellent dilatation of the stenotic segment with no significant residual stenosis and brisk flow to the distal vessels. Final residual stenosis was 10%. In (B)(6) 2013, the patient underwent a staged peripheral endovascular interventions (pei) of the left distal sfa, left popliteal artery with atherectomy. After the procedure, the subject reported relief initially but then gradually developed worsening claudication, right > left. In february 2014, the subject presented with worsening intermittent claudication to bilateral lower extremities. The subject reported that his leg pain was lifestyle limiting. The patient underwent intervention for a target lesion revascularization (tlr) due to worsening claudication, which required hospitalization. The patient underwent a pei of the right superficial femoral artery. Balloon angioplasty was performed. Post balloon angioplasty angiography showed significant residual stenosis of >50% and the presence of ¿flow-limiting¿ intraluminal dissection. A non-bsc 7.0/100 mm nitinol self-expanding stent was then deployed. Final angiogram showed excellent dilation of the stenotic segment with no significant residual stenosis and brisk flow to the distal vessels. Post-procedure, there was 5% residual stenosis. The right popliteal artery high grade stenosis was treated with pei using balloon angioplasty. Post-procedure, there was 10% residual stenosis. The following day the event was considered resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
In (B)(4) 2013, it was further reported that the patient presented with complaints of worsening symptoms of intermittent claudication. The subject reported that his leg pain on ambulation had been lifestyle limiting as he was only able to walk for about 50-100 feet before having to stop due to pain. Peripheral angiography showed bilateral sfa disease and significant below-the-knee arterial occlusive disease. Examination showed right abi was 0.51 and left abi was 0.94. Post-jetstream treatment stenosis was 25%. Adjunct balloon angioplasty was then performed. Final angiogram showed excellent dilatation of the stenotic segment with no significant residual stenosis and brisk flow to the distal vessels. Final residual stenosis was 10%. In (B)(6) 2013, the patient underwent a staged peripheral endovascular interventions (pei) of the left distal sfa, left popliteal artery with atherectomy. After the procedure, the subject reported relief initially but then gradually developed worsening claudication, right > left. In (B)(6) 2014, the subject presented with worsening intermittent claudication to bilateral lower extremities. The subject reported that his leg pain was lifestyle limiting. The patient underwent intervention for a target lesion revascularization (tlr) due to worsening claudication, which required hospitalization. The patient underwent a pei of the right superficial femoral artery. Balloon angioplasty was performed. Post balloon angioplasty angiography showed significant residual stenosis of >50% and the presence of "flow-limiting" intraluminal dissection. A non-bsc 7.0/100 mm nitinol self-expanding stent was then deployed. Final angiogram showed excellent dilation of the stenotic segment with no significant residual stenosis and brisk flow to the distal vessels. Post-procedure, there was 5% residual stenosis. The right popliteal artery high grade stenosis was treated with pei using balloon angioplasty. Post-procedure, there was 10% residual stenosis. The following day the event was considered resolved and the patient was discharged.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).